Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump keypad did not work. After he took off the battery, there was an alarm that insulin pump was stored without battery for too long. Customer did not clear the alarm due to keypad anomaly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.